Manufacturer narrative:
The insulin pump was unable to prime during priming test due to faulty force sensor resistor. There were no compromised force sensor system error alarms on the insulin pump. The device was received with cracked reservoir tube lip, minor scratches on the display window and cracked case near display window corners.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 6.3 mmol/l. Troubleshooting for the alarm was performed. Customer advised that during the manual prime process insulin is squirting out. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.